Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen after the user fell while playing with a dog, rendering the device nonfunctional and no longer watertight. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement and instructions to discontinue use of the damaged device, with the option to use backup therapy and continue cgm via the dexcom app or receiver. Investigation included customer interview, verification of serial number and logistics, and return of the damaged unit. Investigation of this case revealed physical damage to the touchscreen component consistent with accidental impact, resulting in loss of functionality and loss of enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage unrelated to device manufacturing or design.